Event description:
Pt called lfs alleging their induo meter was reading inaccurately high. Pt takes 12 u of nph at 10 am and 10 pm. Novorapid is taken with meals and the dosage is based carbohydrates and meter readings. In 2003 at 10 am pt took 12 u of nph as usual. At 10:52 am, prior to eating breakfast of toast and juice, they tested and obtained a 21.9 mmol/l. Based on this result they injected a total of 10 u novorapid insulin. They had a sandwich and pop for lunch (time unk). At 5 pm a result of 18.2 mmol/l was obtained. They did not eat or take insulin following the test. At the time of the test they had been feeling sweaty, clammy and confused. They decided to reset since they were not feeling well. They were found unconscious on the couch by their friend's minutes later. The emergency medical technician was called since they were unable to rouse pt. When the emergency medical technician arrived, they obtained a 1.3 mmol/l at 5:10 pm. The emergency medical technician administered 2 tubes of glucose gel before pt regained consciousness in the ambulance. The hospital meter read 1.6 mmol/l at 5:30 pm. Pt was monitored for 5 hours and treated with IV glucose. They recall the last result being 6.3 mmol/l prior to being released at 10:00 pm. There is evidence to suggest that the meter had been reading inaccurately high due to the significant difference between the results obtained at 5 to 5:30 pm, a relatively high reading at 5:00 pm associated with hypoglycemic symptoms. The pt may have avoided suffering a serious injury by administering self-treatment prior to becoming unconscious. The pt also mentioned that their meter had not been counting down. While the technical service representative had attempted to locate the results in the meter memory, the meter had powered off. While attempting to perform a control solution test, the meter had stopped counting down. Hence, the product malfunctioned and the event meets the criteria for a medical device reportable. The complaint is filed as an adverse event due to the serious injury suffered in 2003.